Manufacturer narrative:
Final analysis found that the insulation was abraded near the proximal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. The physician suspected noise on the right ventricular lead. During the procedure, insulation abrasion from friction with the can was noted on the lead. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.